Manufacturer narrative:
Our product evaluation laboratory received one swan-ganz catheter with 1.5 cc monoject limited volume syringe and non-edwards contamination shield. As stated in the IFU ¿passively deflate the balloon by removing the syringe from the gate valve." The balloon was found to have ruptured longitudinally, extending from the distal bond to the proximal bond. Cracks were present at the surface of the balloon indicating latex deterioration. Deterioration is "a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon." Bits of latex were found clinging onto the surface of the catheter near the proximal bond. Edges of the latex didn¿t appear to match up at the ruptured site. All through lumens were patent without any leakage or occlusion. No other visual damage was observed from catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of "catheter did not deflate passively with the syringe attached to the gate valve" was not confirmed, but the balloon was found to have ruptured and the edges of the latex didn¿t appear to match up at the ruptured site. An investigation has been initiated to assess any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is common clinical practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. When there is separation of the balloon or fragments from the pulmonary artery catheter, the retained fragment will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated. Pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume.

Event description:
As reported, when testing the device prior to use in the patient, the balloon of these swan ganz catheters did not deflate passively with the syringe attached to the gate valve. There was no allegation of patient injury. No patient demographics provided as the event occurred before use.